Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, undersensing resulting in false pause episodes were observed. No reprogramming changes will be made at this time as this was an isolated incident. The patient was stable.